Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure however, traces of blood was visible between the balloon folds. The stent was detached from the balloon and was not returned for analysis. There was clear evidence of stent crimp marks on the balloon. This confirms that the stent was crimped in its correct location on the balloon and the manufacturing site. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at 48.2cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-04745. It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the distal right coronary artery (rca). A 28mm x 5.00mm taxus¿ liberté¿ stent was selected for use and advanced to treat the lesion; however, resistance was encountered upon advancing the device and the stent failed to cross the lesion. Upon removal of the stent delivery system (sds) from the ostial rca, the stent was dislodged. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to treat the dislodged stent but the balloon catheter failed to cross the lesion. The balloon was removed and the dislodged 28mm x 5.00mm taxus¿ liberté¿ stent was deployed into place. Subsequently, a 5.00mm x 12.00mm taxus¿ liberté¿ stent was selected for use to treat the target lesion. Initially, the physician attempted to use a guidezilla¿ guide extension catheter to cross the lesion; however, the shaft became kinked. The guide catheter was replaced with a new one and the 5.00mm x 12.00mm taxus¿ liberté¿ stent was advanced to treat the lesion. Again, resistance was met while advancing the 5.00mm x 12.00mm taxus¿ liberté¿ stent to the lesion. When the stent was advanced to the location next to the previously dislodged 28mm x 5.00mm taxus¿ liberté¿ stent, the 5.00mm x 12.00mm taxus¿ liberté¿ stent also became dislodged. The physician then used a non-specific balloon catheter to dilate and deploy the dislodged 5.00mm x 12.00mm taxus¿ liberté¿ stent into place. Another 20 x 4.50mm taxus¿ liberté¿ stent was selected for use and advanced but still failed to cross the target lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
Same case as MDR ID 2134265-2015-04745. It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the distal right coronary artery (rca). A 28mm x 5.00mm taxus¿ liberté¿ stent was selected for use and advanced to treat the lesion; however, resistance was encountered upon advancing the device and the stent failed to cross the lesion. Upon removal of the stent delivery system (sds) from the ostial rca, the stent was dislodged. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to treat the dislodged stent but the balloon catheter failed to cross the lesion. The balloon was removed and the dislodged 28mm x 5.00mm taxus¿ liberté¿ stent was deployed into place. Subsequently, a 5.00mm x 12.00mm taxus¿ liberté¿ stent was selected for use to treat the target lesion. Initially, the physician attempted to use a guidezilla¿ guide extension catheter to cross the lesion; however, the shaft became kinked. The guide catheter was replaced with a new one and the 5.00mm x 12.00mm taxus¿ liberté¿ stent was advanced to treat the lesion. Again, resistance was met while advancing the 5.00mm x 12.00mm taxus¿ liberté¿ stent to the lesion. When the stent was advanced to the location next to the previously dislodged 28mm x 5.00mm taxus¿ liberté¿ stent, the 5.00mm x 12.00mm taxus¿ liberté¿ stent also became dislodged. The physician then used a non-specific balloon catheter to dilate and deploy the dislodged 5.00mm x 12.00mm taxus¿ liberté¿ stent into place. Another 20 x 4.50mm taxus¿ liberté¿ stent was selected for use and advanced but still failed to cross the target lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.